Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent surgery for cervical disc replacement. During the milling process, the instrument stopped spinning. No patient complications were reported.

Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. Conclusion: the above observations are consistent with anticipated wear.